Event description:
The customer reported that the handpiece stopped during the procedure in ozil mode. No errors displayed on the system at this time. Also, the system kept occluding. The system was rebooted and the fms, handpiece, and tip were replaced. Subsequently, an error code displayed several times on the system. They changed the system to complete the case. Subsequent information stated that there was extensive corneal edema, "fragments" present, and the patient could not see the chart at one day post-op. There was no medical or surgical intervention, but the outcome of the event reported as poor; prognosis is unknown.

Manufacturer narrative:
The company service representative examined the system and was not able to duplicate the reported event. However, by checking the log, he did confirm that an infusion pressure drop advisory occurred, followed by four flow check failed - excessive vacuum rise advisories. There were no errors found in the handpiece log. The complaint history was reviewed and there were no other complaints reported for this system. The service history was checked and there were no other related issues reported. No root cause could be determined for the event. No sampled were returned for evaluation. The company service representative examined the system and was unable to duplicate the reported failure. This report mailed in to FDA on: 06/28/2007.